Event description:
The break cylinder has failed four times in eighteen months. Three times the table was repaired by the MFR under warranty. The most recent failure will again require the break cylinder to be replaced. The following conditions may have contributed to the failure. On each inspection the cylinder was found to be drenched in surgical fluids or cleaning solutions. Due to the fluids/solutions, a build up of deposits formed around the retaining ring that holds the break cylinder to the table. The design of the table may be problematic.